Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a battery out limit alarm and a button error alarm on the insulin pump. Customer's blood glucose was 197 mg/dl at the time of the incident. Customer stated that the pump alarmed during normal use. Customer was trying to bolus but the pump didn't work. Customer put the battery back in and received a button error alarm. Customer stated that she worked out and she wasn't sweating intensely. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. The insulin pump passed self-test. No unexpected low battery or of no power alarms noted. All buttons functioned properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked case at reservoir tube window corner and missing end cap sticker.